Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, during a retrograde intrarenal surgery (rirs), an ncircle tipless stone extractor was tested prior to use and the basket could be closed properly. After removing 6 to 7 stones, the basket could not be opened or closed properly. The user then changed to using the powder method to remove the stones to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in an opened, labeled package. The handle did not actuate the basket assembly. The device was disassembled, and it was observed that the basket sheath was pulled loose from the yellow support sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that would not open. The yellow support sheath was pulled away from the basket sheath, preventing the basket from opening and closing. The cause for the damage to the device is unknown. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery (rirs), an ncircle tipless stone extractor was tested prior to use and the basket could be closed properly. After removing 6 to 7 stones, the basket could not be opened or closed properly. The user then changed to using the powder method to remove the stones to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer name and address = postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.